Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (type of investigation, investigation findings, investigation conclusions). Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or sub clinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (health effect - impact code).

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 11500a aortic valve experienced bleeding and clot formation on the valve leaflet one day post implantation. The patient underwent explorative procedure. The blood clot was removed, and the valve remained implanted. Per medical records, the patient presented with aortic insufficiency, a bicuspid aortic valve, dilated cardiomyopathy, and bilirubin of 2. He underwent avr. The valve was hand sewn to a 34mm valsalva graft. The patient was taken to recovery post procedure. The patient started bleeding in the recovery unit and blood products were given. The heart team realized there was a lot of bleeding, specifically 800 cc's/hour. The patient had to be taken back to the or for exploration. Tee showed clot on the valve, valve struts, and all around the sinus and root. There was no obvious source of bleeding, the valve and root graft appeared to be otherwise intact, and no structural abnormalities were noted. The clot was suctioned off the valve and graft. The valve remains implanted, and the patient was put on factor 7. The bleeding stopped the next morning. The surgeon is a very experienced implanter of edwards valves. No special rinsing or products used on the valve. On pod #4, the patient seems to be doing well. There was no stroke, and the bleeding stopped. The mean gradient coming out of the or was 4mmhg, and now it is 15mmhg, which the surgeon is not concerned about.